Event description:
Related manufacturer reference number:2017865-2023-04554, related manufacturer reference number:2017865-2023-04555, related manufacturer reference number:2017865-2023-04557. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.